Manufacturer narrative:
H10: per additional information received, reprocessing was conducted in accordance with the IFU (instructions for use) in reference to the foreign material being present. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the nozzle could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: the instruction manual evis lucera gif/cf/pcf type 260 series describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual evis lucera gif/cf/pcf type 260 series reprocessing manual describes how to prevent the suggested event in chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lusera colonovideoscope had water supply failure at the tip. There were no reports of patient harm. The device was returned for evaluation and during the evaluation the following reportable malfunction was found: a foreign object came out of the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: a foreign object came out of the nozzle. Other issues found were: the operation section angle play was off, the insertion part had insufficient curved tube angle, the nozzle had poor drainage, the lighting lens was cracked, the insertion part curved rubber adhesive part was cracked and cloudy, the objective lens adhesive part was cloudy, the illumination lens adhesive part was cloudy, the tip cover was dented, the insertion part soft tube was scratched, the operation unit air water cylinder had paint peeling. The customer further reported the scope had been cleaned, disinfected, and sterilized before being sent to olympus. There was no delay at the start of precleaning. The customer did not know of any foreign material adhered to the scope and did not know what the foreign material could be. The customer flushed the nozzle with water, air and detergent. There were no abnormalities with the cleaning accessories. The scope was presoaked in detergent solution. The customer brushed the air water nozzle/channel. There was no concern with reprocessing. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.